Manufacturer narrative:
The investigation of low pump flow, limb ischemia, and hemolysis has been completed. The impella device was not returned for evaluation. Low pump flow: data logs confirm suction alarms and low flows even after reducing the p-level. Flows 2.8l/min at p7. Once suctions alarms were off, p-level increased to p8 and still low flows of 3.0l/min were observed. Placement signal was also seen to be trending upwards after suction events. Therefore, the root cause of the low pump flow issue was not determined since insufficient clinical information was provided and data logs were inconclusive. Limb ischemia: due to insufficient clinical details and inconclusive data log investigation, the root cause of limb ischemia was not determined. Hemolysis: data logs were investigated. ¿impella in aorta¿ alarms were observed at 10:10pm right before the pump was explanted. No suction or motor current spikes around that time. Therefore, due to insufficient clinical details and inconclusive data log investigation, the root cause of the hemolysis issue was not determined.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs. After the implant, same day, the patient had suction alarms. The performance level was turn down to rectify the alarm. The patient was given fluid and continued to monitor. Thereafter, a small amount of blood was in the patient's urine, along with the patient now having a cold leg and inability to feel pulses (that were present earlier). A discussion was made to remove the impella cp device at bedside and use a femstop to create hemostasis. Subsequently, the impella cp was removed, and at some point, thereafter, cardiopulmonary resuscitation had been initiated with return of spontaneous circulation achieved. The next steps for the patient were noted to be unknown. However, the patients outcome noted the patient had eventually expired after a total of approximately five hours on impella mcs.

Manufacturer narrative:
There is not enough information to exclude the impella related events as an associated factor. Very limited details surrounding the patient¿s demise. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿